Event description:
The subject device was used during a laparoscopic assisted distal pancreatectomy. The user confirmed that the ptfe pad of the subject device was worn and separated. The procedure was completed with another similar device. There was no patient injury reported.

Manufacturer narrative:
Since the subject device was not returned from the user facility, therefore olympus medical systems corp (omsc) could not evaluate the referenced device. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by omsc. And the manufacturing history in the last 3 months from the date of occurrence was reviewed, with no irregularities about the reported event noted. Based on the similar cases with the same model, it is known that by continously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad is worn and separated from the grasping section. Considering the foregoing analysis of the subject device, it was possible that the wear and separation of the pad occurred since the user continued activating output for an extended time after the tissue aready cut.the instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.